Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they were having a feeling of "hot poker stabbing," but no major accidents. The caller said in patient's message they sounded calm, but said they were "panicking" because they thought they were going to "electronically implode." Caller said they tried reaching the manufacturing representative (rep) but couldn't get a hold of them. Agent reviewed communicating with patient suggestion of turning therapy off to see if the pain subsides and having ins evaluated in-person. Caller asked if patient could be conferenced into the call. Agent conferenced in patient. The patient confirmed feeling "just like being stuck with a hot poker" near the battery implant site and going downward. They said that while at the grocery store during their first outing from the house since surgery they started to have that uncomfortable, painful sensation. They said they were at 1.0 ma and instructed to decrease stim to 0.8 ma. They said they were told they shouldn't be feeling the stim at all. Later that evening, they said they started to feel the "bicycle seat hum feeling." Last night, the patient said they started to get that "hot poker" sensation again and today it had progressed to a "significant jab" of the hot poker sensation. They said they dropped the therapy down to 0.3 ma, but was having "major anxiety" about their symptoms returning to baseline, which was "full rectal incontinence." They said that despite the pain, they have had almost 100% symptom improvement. At 0.3 ma, patient said they could feel a "pinch" or mild electrical discomfort at the implant site when they shifted or moved. They denied any falls or trauma to the area. In regards to the comment about like they were going to "electronically implode," patient said they were having major anxiety in the moment they left that message. Agent suggested turning therapy off. This was done and patient confirmed the pain resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.